Event description:
The user was playing on the bed and fell off onto the floor. Hearing performance is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition, a complete insertion could not be achieved at implantation, resulting in 2 extra-cochlear channels. The problems described in the recipient report and the reported accident appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was playing on the bed and fell off onto the floor. Hearing performance is affected.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. In addition, according to the implant registration card a complete insertion was not achieved at implantation surgery. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was playing on the bed and fell off onto the floor. Hearing performance is affected. Re-implantation is planned but not scheduled.